Event description:
It was reported, the camera does not work. There were no reports of patient harm.

Manufacturer narrative:
E3: non-health care professional; e2: no. The device was returned and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "camera doesn't work" was confirmed. The cable unit is twisted, the endoscopic image cannot be displayed. In addition, device evaluation found that "due to damage on cable unit, water tightness is lost". A definitive root cause of the phenomenon could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera does not work. There were no reports of patient harm.